Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient underwent an unrelated procedure and ipg was not placed in surgery mode. Post procedure, company representative met with patient and unable to reconnect. The ipg was inoperable. Surgical intervention may be pending to address the issue at a later time.